Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3 required replacement as drawer had multiple issues and rails were started to fail. A field service engineer replaced the half height cubie drawer and after replacing the drawer, all issues had been resolved and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers and towers were failing, the drawers were not detected, the towers door were not detected, and the entire unit was malfunctioning. The customer had restarted the unit and had left it powered off for 20 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.